Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment and corroded battery tube spring noted, pump received with broken battery tube thread noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. Customer reported a cracked near the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.